Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. Further information is not available. Related manufacturer reference number: 2938836-2019-14437. Related manufacturer reference number: 2938836-2019-14438.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.